Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead showed noise on atrial high rate episodes that were non-physiologic and over 1900 mode switches were noted. The lead remains in use. No patient complications have been reported as a result of this event.